Event description:
This is the first MDR submitted for the first suspect product. A pt reported she was skin tested in july 1998 with a negative result. She rec'd two treatments in august 1998 and november 1998 (exact dates unk) with two formulations of collagen into the nasolabial folds, glabella, periorbital lines by a physician whose name was refused. In december 1998 (exact date unk) the pt noticed "arthritic like pain" developed in the lower limbs. The pt was examined by an orthopedist (name refused) who diagnosed muscle spasms. Vicodin was prescribed. The pt did not inform the orthopedist that she had been treated with collagen. The pt had scheduled an appointment on 15 january 1999 with the othopedist because symptoms had worsened. The pt had not decided whether to inform the orthopedist that she had been treated with collagen. She had not informed the physician who treated her with collagen about these symptoms. The pt denied any local symptoms at the treatment sites. The pt believed the symptoms could possibly be related to the collagen.